Manufacturer narrative:
Available details indicate that the device is failing the therapy deliver test, which is part of the operational check. The customer is requesting to order parts. The capacitor assembly and the therapy assembly were ordered and sent to the customer. The device remains at the customer site. The customer was provided with replacement components to resolve the issue. The components were requested to be returned for investigation by philips emergency care (ec) failure analysis. If the components are received by philips, the complaint will be reopened and the device will be evaluated. Based on the information available, the cause of the reported problem was an component failure. The root cause of the reported problem could not be confirmed because the component has not been returned for analysis. The reported problem was confirmed.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the device is failing the therapy delivery test. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.